Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer¿s pump alarmed failed battery test. She said that the alarm appeared on the screen and would not register that they were trying to perform a battery change. The customer¿s blood glucose was unknown. Failed battery troubleshooting was attempted but because of the blank display, troubleshooting for that was continued. During blank display troubleshooting, the display did not return. They were advised to let the pump rest for 10 minutes and to call back. The insulin pump will not be returning for analysis.